Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic tip aspiration occurred during irrigation and aspiration mode in cataract surgery. The status of surgery completion was not provided. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.